Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Customer was hospitalized to treat a blood glucose (bg) level. It was not reported if the customer experienced a high or low bg level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.